Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ¿rupture¿ diagnosed via MRI and mammogram and exchange from textured to smooth due to the patients concerns with the product. Device was explanted and replaced.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a5, a6, b5, b6, b7, h6.

Event description:
Healthcare professional reported left side ¿rupture¿ diagnosed via MRI and mammogram and "implant exchange from textured to smooth due to the patient's concerns with the product". Healthcare professional later reported "ruptured and very messy. We got them out with a suction instrument and they are now inside this instrument". Healthcare professional additionally reported "prominent axillary lymph nodes" diagnosed via mammogram, ultrasound, and MRI. Device has been explanted and replaced.